Manufacturer narrative:
The returned device was inspected with minimum use damage. The guidewire remained stuck within the catheter and confirms the event description. However, the root cause was not determined through the investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. There is no CAPA associated with the reported event. This and similar events continue to be monitored and trended via quality data review.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during cardiomems implant on (B)(6) 2025, while attempting to advance the abbott command 0.18 300 guidewire, the wire became entangled/stuck to the cardiomems sensor delivery system. The guidewire and cardiomems sensor delivery system were removed and the physician elected to attempt implanting another sensor using a v18 guidewire due to being the only wire available and did not want to use another abbott command guidewire. Rep confirmed that the physician was aware that abbott does not recommend using a v18 wire. During wire placement, the physician perforated the pulmonary artery and the patient had hemoptysis. The implant was aborted, and the patient was moved to the ICU for treatment. The physician identified the cause of the entanglement to be the abbott command 0.18 300 guidewire, not the cardiomems sensor delivery system, and confirmed that the issue experienced did cause a clinically significant delay as the physician had to attempt to reaccess the pulmonary artery using a less preferable guidewire. Additionally, the patient was diagnosed with a pulmonary embolism the next day on (B)(6) 2025. It is unknown what caused the pulmonary embolism.